Event description:
The reporter indicated that the patient suffered from ileus. Further investigation revealed that the device was activated in december 2000. The parameters were adjusted in march 2001. The patient's device was programmed to rapid cycling in august 2001. The device was turned off when symptoms of ileus arose. The patient recovered well from abdominal surgery and it was noted that the patient has been seizure free for two months with the device off. There are no plans to reactivate the device at this time. Surgeons suspect the ncp system because of ileus.